Event description:
It was reported to gore that on (B)(6) 2026, an 8-year-old female patient was diagnosed with an atrial septal defect (asd) measuring 19 × 15 mm, with a small retroaortic rim. Balloon sizing under transesophageal echocardiography (tee) measured the defect at 21 mm. The physician initially attempted to close the defect using a 37 mm device gore® cardioform asd occluder (sn: (B)(6) delivered with a gore® dryseal flex introducer sheath (dsf) and deployed directly into the left atrium. During the procedure, multiple recaptures were required. As a result, the delivery system became increasingly difficult to operate, and the device lost its proper configuration. Due to these issues, the physician decided to replace it with a new a 37 mm device gore® cardioform asd occluder (sn: (B)(6). After two positioning attempts, gore® cardioform asd occluder (sn: (B)(6) was successfully deployed. Imaging confirmed a stable position across the septum with no residual shunt. Approximately two hours after implantation, the device was found to have embolized into the right ventricle, near the tricuspid valve. The patient remained hemodynamically stable throughout. Given the device migration, the physician opted for surgical retrieval. The device was successfully removed via cardiac surgery without any complications for the patient.

Manufacturer narrative:
D10: concomitant medical products: gore® cardioform asd occluder (sn: (B)(6) and gore® dryseal flex introducer sheath. The device was discarded at the facility; therefore, a device evaluation could not be performed. Further investigation is being conducted and will be included in the final report. Product history record review is ongoing. Gore intends to reach out to the physician to obtain additional information for the potential cause of the reported device migration. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.